Event description:
The customer reported that the system had communication failures and locked up. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the caps on the cpu board. The system operates as intended.